Event description:
The rptr stated that a diabetic pt was hospitalized for four days for hyperglycemia, blood infection, and fluid build up. On the day of the event, the suspect device gave results of 62 and 152 mg/dl. The suspect device was not coded properly, and technique errors were reported. The suspect device uses capillary blood and gives blood glucose values lower than those obtained with venous blood in pts who are hyperosmolar due to prolonged hyperglycemia, dehydration, or ketoacidosis. This limitation is presented in product labeling.

Manufacturer narrative:
Standard disclaimer on file.